Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the device was attempted to be placed in the right coronary artery; however, when the device arrived at the lesion, it was realized the stent was not present. The stent was found in the sheath. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Internal file number - (B)(4). Results and conclusion summation: product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for evaluation. It should be noted that it is prescribed in the instructions for use (IFU) that: "prior to using the guidant multilink rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. To ensure that this is not a manufacturing issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. A review of the lot history record did not indicate any non-conforming material reports that could have contributed to this complaint. In addition, all quality parameters including stent placement and stent movement were within specification on the lot release test samples.

Manufacturer narrative:
Internal file number - (B)(4). Results and conclusion summation: product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for evaluation. It should be noted that it is prescribed in the instructions for use (IFU) that: "prior to using the guidant multilink rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. To ensure that this is not a manufacturing issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. A review of the lot history record did not indicate any non-conforming material reports that could have contributed to this complaint. In addition, all quality parameters including stent placement and stent movement were within specification on the lot release test samples. Although a conclusive root cause cannot be determined, as a corrective action, a CAPA is currently active. All investigation activities will be documented in the CAPA. Corrective actions may be developed and implemented based on the results of the investigation. Product performance engineering will continue to monitor the incident circumstances.